Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis (left) and an unknown mentor saline prosthesis (right) experienced unspecified mammogram findings post procedure. Left breast soreness, retracted nipples, and unspecified pain were noted. This required biopsy of the breast. Biopsy of the breast after mammogram findings indicates a breast mass. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. If additional clarification is received in the future, then a supplemental report will be submitted. This report relates to the left prosthesis. See 1645337-2019-22781 for contralateral prosthesis report.